Event description:
It was reported that a smiths medical tube had kinked intraoperatively. No adverse patient effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A product sample was received for evaluation. Visual and functional testing were performed. The product was sent to the supplier and was found to be within specification.the root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: a scar was opened with the supplier.